Manufacturer narrative:
There was no damage to the previously implanted stent. The device was returned. The stent was not positioned on the balloon and did not return for analysis. The distal tip was slightly deformed. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. Crimp impressions were visible on the balloon. There was no deformation to the balloon. The distal shaft was kinked at 4.5cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the lad. It was a lms/ cx bifurcation. The target lesion was reported to be tortuous and calcified with 90% stenosis. The physician was trying to push the stent into the lad, having stented the cx into lms. No damage was noted to packaging of the resolute onyx device. The device was inspected before use and prep was performed. The lesion was pre-dilated. Resistance was encountered when advancing the device. The physician attempted to pass the stent through a previously deployed stent but it would not cross. Upon removal of the device from the patient, the stent was noticed to be damaged and was loosely on the balloon. Outside of the body, the stent fell off the balloon. The lesion was treated with another stent after further dilation. No injury to the patient was reported.